Event description:
It was reported that a patient underwent a c section procedure on (B)(4) 2023 and suture was used. During the procedure, at 14:15, the needle passed through the myometrium for the first stitch during the suture of the uterus during the surgery, and the needle and needle tail were broken when the lead was pulled out. The suture was completed after the new needle was removed. Increasing the number of local tissue punctures can cause varying degrees of tissue damage and increase unnecessary expenses. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). H6 component code: g07002 - device not returned. This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: did the needle fall into the patient? If yes, was the needle piece(s) retrieved during the same procedure? , were x-rays taken to locate the needle piece(s)?, what measures were taken to retrieve the broken piece?, was there any additional tissue damage as a result of searching for the needle piece?, does a piece of the needle remain in the patient¿s tissue? If yes, is there any plan in place to remove the needle piece in the future? If yes, please provide the scheduled date. What tissue structure the broken needle was located?, what is the surgeon's opinion of consequences to the patient?, please provide the source or name of person providing answers to follow-up questions (not the person relaying/submitting answers to loc or chu). Contacted with the sales rep today via phone, please refer to the event description and other information requested is unknown. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Trade name - (B)(6). Active ingredient(s) ¿ triclosan. Dosage form ¿ suture/solid/parenteral. Strength ¿ = 275 g/m.